Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and review of the logs confirmed the reported complaint. The reported issue could not be duplicated.

Event description:
The hospital reported the unit had an error that results in a loss of mechanical ventilation. The patient was ventilated manually, unit replaced, and case resumed. There was no report of patient injury.